Event description:
It was reported that the pump was not vibrating for alerts as expected. Customer's blood glucose level was not adversely impacted. Reportedly, the customer will use an alternative method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.